Manufacturer narrative:
It was reported that a patient experienced a dental implant loss.

Event description:
The patient reported bite concerns. Patient reported bite has not improved and feels bite has become worse. Received an update indicated patient saw dds who confirmed patient has an anterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.